Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial hcg result was 3.11 iu/l on (B)(6) 2018.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with hcg on a cobas 8000 e 602 module. Roche manufactures two hcg assays, the elecsys hcg test system and the elecsys hcg + beta test system. It was asked, but it is not known which specific hcg assay was used. The sample initially resulted with an hcg value of 3.1 ui/l and this value was reported outside of the laboratory. The previous value of the patient was positive. The sample was repeated on (B)(6) 2018, resulting with an hcg value of 320 ui/l. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number and expiration date were asked for, but not provided.